Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the high voltage (hv) capacitor. The hv capacitor will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 95-year-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.